Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the impactor pad broke upon impaction during surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of the device history records and receiving report identified no deviations or anomalies. No instrument was received for return. The physical and functional conditions of the component are unknown. This device is used for treatment. Surgical notes were not provided. However, it was reported by the zimmer biomet sales representative, who was present for surgery, that proper surgical technique was followed. Fracture of the cr impactor pads has been investigated as part of corrective action . This lot was manufactured in april 2013 and it is unknown how many surgical uses occurred. Based on the information provided, it is likely that the fracture is a result of normal wear during the instrument¿s field life. However, a definitive root cause can not be determined. As the product was not returned, the complaint could not be confirmed.